Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support will replace the pump, and the customer will reach out to a healthcare provider to ensure that insulin delivery is not interrupted since no backup therapy is currently available. The customer declined the offer of an out-of-warranty loaner pump as the healthcare provider is in the process of obtaining a new pump.